Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced two low blood glucose (bg) levels of 50 mg/dl. The low bg causes was not known. The customer consumed carbohydrates to address both low bgs. Recommendation was made to consult with a healthcare provider to discuss diabetes management.